Event description:
Customer reported, she experienced high blood glucose over 500 mg/dl. She stated, she had to go to the emergency room and was received but was not admitted into the hospital. She complained about sensor reading discrepancies. Customer reported that the sensor was reading low at 54 mg/dl and the insulin pump went into threshold suspend but her blood glucose was 80 mg/dl. She was unable to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.